Manufacturer narrative:
UDI #: (B)(4). Product evaluation: the lens was discarded at the surgery site; therefore, an investigation was not possible. Manufacturing record review: the zcb00 manufacturing process record was evaluated. The units were released according specification in compliance with the product intended use as required. There were no associated deviations or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. The lens met specification prior to release. Labeling review: directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to anisometropia. The lens was replaced with a model pcb00, a larger 19.5 diopter lens. There were no problems reported. There were no complications and the lens replacement was successful.